Manufacturer narrative:
Concomitant medical product: model: d224drg, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited high and unstable thresholds along with oversensing. Due to the oversensing the implantable cardioverter defibrillator (ICD) mis-detected ventricular fibrillation (vf) which resulted in the patient receiving multiple inappropriate therapies. It was also noted that ventricular (v) marker channels did not line up with r-waves on ventricular electrogram (vegm). Additionally, the device diagnostics indicated that the patient¿s heartrate was 500 bpm when the actual rate was 75 bpm. Reprogramming has been completed and both the lead and device remain in use. No further patient complications have been reported as a result of this event.